Event description:
The customer observed falsely elevated troponin results while using the axsym troponin-I adv assay for one patient. The customer indicated the patient had an abnormal EKG at the hospital. The following axsym troponin-I adv results were provided: sample 1: (B)(6) 2012: 0.51 ng/ml, sample 2: (B)(6) 2012: 0.48 ng/ml, sample 3: (B)(6) 2012: 0.44 ng/ml. The samples were sent to another lab and were negative when tested with the centaur assay. Additionally the samples were negative by other methodologies. The patient was transferred to another hospital and the troponin results were negative there (no method was provided). The patient EKG and echo were also normal. There has been no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
The reagent lot number was placed in the incorrect location (serial #) in the initial report. 'Foreign' should not have been marked in the initial report, this is a us customer. Evaluation: further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol and a specificity testing protocol were executed using lot 13348m500, each met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the axsym troponin-I adv reagent list number (B)(4), lot 13348m500, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.